Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the advisory affecting this model. An x-ray revealed that these transvenous implantable leads and this coronary sinus implantable lead had pulled back. The atrial lead also exhibited increased pacing thresholds. The leads were repositioned and remain implanted. A new crt-d was implanted. The device was returned for analysis.